Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident may have been procedural related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing reference: 3005334138-2018-00450, 3005334138-2018-00451. During an atrial fibrillation procedure for atrial tachycardia, a pericardial effusion occurred. Following transseptal puncture and insertion of a tacticath and advisor catheter an effusion was noted posterior to the left atrium on ultrasonography. The procedure was cancelled with no mapping or ablation. The effusion resolved without intervention. The patient is stable.